Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e0402 captures the reportable event of allergic reaction. Impact code f1903 captures the reportable event of device explantation.

Event description:
It was reported that a tria ureteral stent was implanted to a patient. Post procedure, the patient suffered an allergic reaction resulting to stent removal. There were no further patient complications reported.